Manufacturer narrative:
This report is for an unknown blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a procedure with retrograde approach for an ipsilateral hip/shaft at femoral shaft and intertrochanteric femur. Postoperatively, there was a union of fracture noted and patient had a displaced intertroch treated with dynamic hip screw on first follow up by retrograde rafn for midshaft fracture. There was an evidence of healing reported. This report is for one (1) unk - nail head elements: rafn spiral blade. This is report 2 of 4 for complaint (B)(4).